Manufacturer narrative:
Additional devices listed in this report: cat# 06-2800#, lot #hw110b, description: c-taper cocr lfit head 28mm/0; cat # 2041-2854, description: omnifit ser. Ii insert-10 deg. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient came in for follow up status 24 years post total hip replacement. He was complaining of pain. The dr. Noted on xray the position of the cup had changed. Patient was scheduled for a revision. The femoral stem was stable. A new acetabular component was placed with two screws and a new head and liner were implanted. The operation was completed successfully.